Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 449 mg/dl. Customer said there was not symptom by high blood glucose reading. Customer was able to troubleshoot. Current blood glucose is 335. Customer states the insulin exited with no alarm. Customer advised to change the entire infusion set system and return set for analysis. Cannula was not bent. Customer also reported button and keypad issues. There was no finding on the cause of the buttons issues. Customer was advised to observe the time clock and the time advanced. Customer was advised to discontinue from the pump and revert to a backup plan per healthcare instruction. The last issue the insulin pump had was no delivery alarm but it was resolved. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on bolus, escape, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm and time clock anomaly noted during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.